Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, the root cause of this event cannot be conclusively determined with the available information. The explanted device has not been returned for evaluation. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic aortic valve, implanted 11 years and four (4) months, was explanted due to severe aortic stenosis. The explanted device was replaced with another edwards bioprosthetic valve. Per obtained medical records, the post-procedure tee demonstrated a well-seated aortic bioprosthesis with no significant perivalvular insufficiency and restored but mildly depressed ejection fraction. The patient also underwent repair of an ascending aortic aneurism. The patient tolerated the procedure well with no apparent complications and was transported back to the intensive care unit in stable condition. The (B)(6) male patient was reported to have been discharged.

Event description:
Additional information received, patient was discharged on post-operatively day 9.